Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) had inappropriate automatic mode switches (ams). No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the leadless pacemaker (lp) exhibited oversensing that resulted in the inappropriate automatic mode switch (ams). Programming changes were implemented. The patient was in stable condition.